Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined that there was a bend in the needle. When the product was returned it was returned with the needle extension handle above its original retracted location, meaning the safety ring was above zero on the proximal end of the inner handle adjuster. The needle handle was able to be manipulated with the needle advancing and retracting in and out of the sheath as intended, however when the handle needle adjuster was retracting the needle back into the sheath, it was found to be separated from the inner handle. There was a kink in the needle when the needle was fully extended at 12 cm from the distal end of the handle. The needle was still intact and not broken. When the needle was fully extended, the distal end of the needle was bent. The needle extends 6.7 cm from the distal end of the sheath and has a severe bend in the needle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The instructions for use state: "attach device to accessory channel port by rotating device handle until fittings are connected." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero to 8 cm. The instructions for use state, "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state, "note: number in safety lock ring window indicates extension of needle in centimeters." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasound (eus) with fine needle aspiration (fna), the physician used a cook echotip ultra endoscopic ultrasound needle.the needle handle separated from the needle and sheath. The device was removed. The device was received for evaluation on 02/15/2016; upon the initial investigation, the needle was noted to be bent.